Event description:
The customer's spouse called and reported customer's sensor gave a low reading when his blood glucose was over 400 mg/dl. Caller stated, the cannula was a little bit bent. Insertion and calibration techniques were discussed. At the time of this report, customer's blood glucose was 139 mg/dl. Troubleshooting was performed. The transmitter was found to be working properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-18405.